Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue on the product. Visual inspection found the optic and haptic torn and foreign residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -06.50 diopter, within the same surgery due to the lens was implanted upside down in the patient's left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved.